Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info available at the time of the rpt. On 8/18/97, datascope received the mandatory medwatch form from the user-facility; uf/dist rpt #17-0086-0003 and the following info was rpt'd: the pt was admitted to the hosp. On 6/10/97 with unstable angina and who underwent a mcr x5 procedure on 6/12/97. The iab was inserted into the pt on 6/12/97. On 6/13/97 after iabp for 40 hrs, alarms sounded from the pump and it was noted that there was blood in the iab catheter. The iab was removed and a second was inserted with no adverse effects to the pt. Event complications: unk - rpt'd 6/17/97, 7/3/97; none - rpt'd 8/18/97. Pt current status: unk - rpt'd 6/17, 8/18/97.